Manufacturer narrative:
Additional expiration date: 04/2009. Additional lot #a7016. For lot #a7016 - no device available for evaluation. Conclusion: no faults detectable.

Event description:
(B)(4). Initial report: this case was reported by a nurse via a company representative and received from our affiliate in (B)(4). (B)(4). This case concerns (B)(6) female of unk ethnicity. (B)(6) 2003, the patient received her first treatment with poly-l-lactic acid (sculptra) 2 vials, 4ml sterile water and 2 ml lignocaine into the cheek around, around the temple, nasolabial lines and the marionette lines (batch #a6013, expiry date 0312008). (B)(6) 2007, the patient received her second treatment with poly-l-lactic acid (sculptra) 1 vial, 4ml sterile water and 2ml lignocaine into the cheek area, nasolabial lines and the marionette lines (batch #a7016, expiry date 0412009). (B)(6) 2007, the patient received her third treatment with poly-l-lactic acid (sculptra) 1 vial, 4ml sterile water and 2ml lignocaine into the cheek area, nasolabial lines and the marionette lines (batch #a7016, expiry date 0412009). The patient was "fine" after all three treatments with poly-l-lactic acid. Medical history includes allergy to niacin and muscle relaxants and has experienced 3 anaphylactic shocks in the past 15 years. The first was 15 years ago as a result of anaesthetic (nos). The second was eight years ago as a result of sedation for an endoscopy investigation (nos). The third was four years ago as a result of surgery (possible face lift). The patient has had a lot of filler treatment including botulinum, collagen since 2005 - recently treated on (B)(6) 2007, botox and restylane in (B)(6) 2007. Concomitant medication includes a "huge" amount of nutritional supplements. The nurse stated that the patient is very fit and looks about 40 years old. She takes lots of measures to look young. In (B)(6) 2007 the patient experienced "anaphylactic shock" (allergic reaction) just after eating her lunch of vegetables. The event started as a very red face, itchy around cheeks, temple and eyebrows, then gentle shaking, then feeling very cold followed by violent shaking. There were no breathing difficulties. The paramedics were called and diagnosed "anaphylactic shock" (allergic reaction). The patient was unsure if corrective treatment was given as she was "out of it," she may of had an injection. The event lasted 2-3 hours from start to finish. Two days later the patient experienced a second reaction and called the paramedics. It is unk if corrective treatment was given. Within 6 days, a third reaction occurred, she did not call the paramedics but used an "energy tapping technique" called 'eft' (emotional freedom technique) and talked herself through it. No further details provided. The patient has been trying to eliminate things from her diet and cosmetics to establish the cause of the reactions. The patient stated that she has used (B)(4). She has been experiencing redness and itching around her eyebrows and temples which is where she uses (B)(4). She has not excluded this yet but thinks this may be cause. The patient's daughter is allergic to (B)(4). The redness and itching around the eyes and temple is ongoing. The patient does not believe the events (nos) are related to therapy with poly-l-lactic acid and contacted the nurse as she is collecting information on what she has had done to her prior to going for "testing" (nos) in (B)(6) 2008. The nurse does not believe the event (nos) is related to poly-l-lactic acid. Further information has been requested from the nurse. Addendum for additional information received 03/10/2008: no additional medication history was provided. Additional details pertaining to the event are not expected. The reporter's causal assessment: the nurse reported the events were unrelated. Addendum for follow-up information received on 05/13/2008: (B)(4): brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related.